Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead were displaying elevated and fluctuating shock lead impedances. Noise was noted on the shock electrogram that could be recreated with arm movements.